Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a decreased architect tsh result whe compared to results generated using another method. The customer provided the following data (uiu/ml) the upper tsh normal range is the same for all 3 laboratories (4.00 uiu/ml). On (B)(6) 2017: initial result: (serum) 3.8014 uiu/ml, on (B)(6) 2017: initial results (edta plasma) 4.55, a specimen was tested at 2 additional laboratories, as follows: siemens method (5.65) and the roche method (5.64). The customer indicated they did not know which result was accurate. There was no adverse impact to patient management reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, in-house testing, a review of neqas data for tsh, a design history record review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was executed using a file sample from lot 75036ui00. The testing met acceptance criteria which determined the reagent is performing acceptably. A review of neqas testing for the last 6 distributions concluded that the assay accurately recovered different levels of analyte in external quality samples thus concluding this assay performs acceptably. A design history review did not find any any non-conformances or deviations with the lot number in question. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect tsh reagent, ln 07k62, lot 75036ui00, was identified.